Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that "on f/u visit, x-ray confirmed that rod was broken at l3/4 uni laterally. Tlif was performed at l3-4. Rod was placed in a revision surgery l3-s1. Pt was previously fused at t9-l2. Xia 2 was used."